Event description:
It was reported that the camera head image was not clear. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the repair location for the evaluation and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cable failed leak test. A definitive root cause could not be identified. Based on the investigation the root cause of the problem of blurry image lines is likely due to faulty ccd (charged coupled device) and for failure of cable leak test, the most probable root cause is component failure. There are expected or random component failures without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head image was not clear. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.